Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1419. It was reported, the pt was not receiving effective stimulation in her left foot. She was receiving stimulation in her hips. Her physician attempted to reposition the leads for better coverage of the pt's pain area; crps of the left foot. They could not get the coverage needed with the current leads, they could only get the stimulation in the knees. The physician cut the leads and replaced both leads and anchors. An sjm representative met with the pt for post-operative programming but was unable to obtain stimulation in the needed area of the left foot. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.